Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). At the time of report submission, the model number, catalog number, and serial number were not available. Consequently, the corresponding fields in section d4, as well as the 'primary unique device identification (UDI) number' field, were left blank. Further inquiries have been submitted to the healthcare facility to obtain the missing information. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the screen of the ventilator went black during the ventilation of a patient. The patient was bagged and the ventilator was replaced without causing any harm to the patient.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Follow-up 1: device evaluation. According to the information received, the ventilator¿s display screen went blank during patient ventilation. No patient harm was reported. As the ventilator had reached the end of its service life, the hospital decided to scrap the device. Based on the available information the root cause of the issue could not be established.